Event description:
The customer reported via phone call that they had a reservoir leak. Customer stated they removed the reservoir from the insulin pump and insulin leaked all the reservoir chamber. The customer's blood glucose was over 300 mg/dl. Customer reported there were no cracks or sources of leaks present on the reservoir. The customer's reservoir will be replaced. The reservoir will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.